Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the issue was not established as no product or logs were returned and insufficient clinical information was provided.

Event description:
Clinician narrative: an impella cp device was inserted via femoral artery access in a 61-year-old male undergoing atrial premature ablation who was receiving inotropes, vasopressors, and respiratory support. The device was later noted to have transitioned to a higher performance level, and gross hemolysis was observed. Performance levels were reduced, no suction alarms were noted, and echocardiography confirmed appropriate device position. Supportive measures were provided, with plans for device explant the following morning. Comprehensive review of the event did not identify evidence suggesting a causal relationship between the impella cp device and the reported hemolysis, which was managed clinically in the context of the patient¿s condition and ongoing supportive therapies. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.